Event description:
Device malfunction: difficulty advancing retrieval catheter. Adverse event (ae): medical intervention. Time of ae: during and post procedure. It was reported via trial that during the procedure, an xact stent was successfully implanted in the left internal carotid artery on (B)(6) 2010. During filter retrieval, there was difficulty advancing the emboshield nav 6 retrieval catheter (rc) through the stent. A stiff buddy wire was inserted and the rc was advanced w/o difficulty and the filter was successfully retrieved. Post procedure the pt developed right upper extremity plegia, right lower extremity paresis, and aphasia. Repeat angiogram showed in-stent thrombus. CT scan of the head showed no acute process. Intra-arterial reopro and oral plavix were given with near complete resolution of thrombus. Two hours later, the pt experienced hyperperfusion syndrome with lethargy and decreased level of consciousness. CT scan of the head showed left frontal lobe intraparenchymal hemorrhage with associated perihematoma edema and 7mm left/right midline shift. The pt was emergently sedated and intubated for airway protection. Repeat CT scan of the head showed increased size of left frontal bleed and increased midline shift. The pt was extubated on (B)(6) 2010, placed in hospice care, and died on (B)(6) 2010. Though requested no add'l info was provided.

Manufacturer narrative:
(B)(4). Physical resistance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, interaction with previously implanted stents, device placement technique, and accessory device support. In this case, it is likely that interaction with the previously implanted stent contributed to the reported resistance. In this case, add'l therapy was required and a stiff buddy wire was advanced. In this case, the reported physical resistance appears to be related to the operational context of the procedure. The xact (part 82087-01, lot 541966) is being filed under a separate MFR #.